Manufacturer narrative:
Complaint number (B)(4).

Event description:
The health care professional reported injecting a patient with 1 ml of evolysse smooth in the tear trough on the orbital rim. Approximately 1.5 weeks post injection, patient experienced swelling in the tear trough. The hcp dissolved the filler however, the symptoms persist. Safety database reference number (B)(4).